Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 2/3 of her automated peritoneal display therapy. Reportedly, the patient had 2 unused supply lines, one of which was not clamped off during therapy. Baxter's technical service center assisted the home patient in ending the therapy early. The home patient completed therapy by manual exchanges. No patient injury or medical intervention was associated with this incident per the home patient.

Manufacturer narrative:
Baxter's product surveillance department has reviewed proper procedures with the home patient in addition to referring them to the patient at home guide.